Manufacturer narrative:
Full UDI# provided additional information was requested and provided. Investigation summary: one (1) alexis® wound retractor was returned for evaluation. Upon inspection, engineering confirmed that the sheath was torn and attached at the seam. Upon further inspection, engineering unrolled the sheath and observed a puncture on the film and stretch marks around the hole. The root cause of the tear of the alexis wound retractor sheath was most likely caused by a puncture in the sheath that was propagated due to the tension placed on the device by an instrument. Although the root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4) and maude report #(B)(4).

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hand assisted left colectomy- "surgeon was using a gelport device and while the device was deployed in the abdominal cavity of the patient, the clear plastic ripped while surgeon was using device. The device was completely removed from the patient. Protocol followed for possible retained foreign body. No harm to patient. A new gelport device was opened and procedure concluded without incident. Device usage problem- device failed (e.g. Broke, couldn't get it to work or stopped working)." Patient status - no harm to patient.